Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had lead a integrity alert (lia) triggered by sensing integrity counter (sic) and high rate non-sustained episodes. Recorded episodes show events that looked physiologic for the most part and are 3 beats each, repeatedly; however these 3 beat events are substantially larger than "normal" r wave. The lead remains in use. No patient complications have been reported as a result of this event.